Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and low, out of range pacing impedance resulting in high current drain. No intervention was performed. There were no patient consequences.